Event description:
It was reported pericardial effusion and cardiac tamponade occurred. A left atrial appendage (laa) closure procedure was being performed. The transseptal puncture was performed and a watchman truseal access system was inserted into the left atrium. At this time, the physician noticed a drop in the patient's blood pressure. Pericardial effusion and cardiac tamponade were seen on transesophageal echocardiogram (tee). A pericardiocentesis was performed successfully. The procedure was not continued; however, the patient recovered and was in good condition.